Manufacturer narrative:
Pump passed the current testing except the self test due to a64 alarm faulty y1/rf board. No charge/battery lasts less than expected anomaly during test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer reported that they were able to clear the alarm and did not required rewind. Customer was able to complete rewind. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.